Event description:
(B)(6) 2024 - a spatz3 balloon was implanted at (B)(6), by dr. (B)(6).. (B)(6) 2025 - the patient experienced spontaneous balloon hyperinflation, leading to gastric perforation. The patient was hospitalized at (B)(6) hospital, where a laparoscopy was performed, including balloon removal and gastric suturing of the perforation. The patient remained hospitalized in the ICU thereafter. (B)(6) 2025 - we were notified that the patient passed away.

Manufacturer narrative:
The investigation is still on going and the follow up will be notified. To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.